Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the insulin pump repeated motor rewind alarm and the can't escape from the alarm. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with software error bad pointer alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify motor error alarm due to software error bad pointer alarm. Motor passed motor test.